Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that during the photoselective vaporization of the prostate (pvp) procedure the fiber started forward firing after 37,685j and 5:37minutes of use. A second fiber was used to complete the procedure with no clinical consequences to the patient.